Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam were observed. The device was scrapped. Dust/dirt found inside the device. Destroyed power connecter. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.